Event description:
We have three siemens e. Soft devices, a workstation sms, workstation and signature e.cam dual camera. These devices have critical windows vulnerabilities. Siemens has cited FDA regulations as the reason that they can not patch these vulnerabilities.